Manufacturer narrative:
The customer reported the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor would not infuse an anesthetic agent. This was identified during a patient infusion; further described as the catheter was dislodged prematurely and the ¿elastomeric device¿ (infusor) was not infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.